Manufacturer narrative:
One new. List #mrsa10-84, 84" (213 cm) 10 drop, vented/non-vented gravity admin set w/pre-slit port, microclave¿ clear, rotating luer, approx priming volume: 10.5 ml; lot #5238827. One new. List #mrsa10-84, 84" (213 cm) 10 drop, vented/non-vented gravity admin set w/pre-slit port, microclave¿ clear, rotating luer, approx priming volume: 10.5 ml; lot #5227564. Each of the returned mrsa10-84 admin sets were fully primed without difficulty and without any instance of debris being observed. The complaint was unable to be replicated or confirmed.

Event description:
Additional information received stating that the debris was inside the line obstructing the fluid path.

Event description:
The event involved a 84" (213 cm) 10 drop, vented/non-vented gravity admin set w/pre-slit port, microclave¿ clear, rotating luer where it was reported paramedics spiked 1l intravenous (IV) bag, squeezed drip chamber which filled with fluid. They released the roll clamp to allow fluid to fill the line. No fluid entered the tubing, even with pressure on the bag. Upon closer examination, they found a piece of debris at the top of the tubing just under the drip chamber which was occluding the line. They spiked another bag and the same exact thing happened, except when they applied pressure to the bag, the debris broke free and allowed fluid to flow. Neither bag or IV tubing was ever attached to a patient. There was no report of patient involvement or patient harm. This captures second of two occurrences.

Manufacturer narrative:
The device is available for evaluation. However has not been received.